Event description:
It was reported that this lead was not successfully implanted due to guidewire dissected the coronary sinus of the patient. The physician aborted the left ventricular (lv) and opted to do a dual chamber pacemaker instead. The lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was not successfully implanted due to guidewire dissected the coronary sinus of the patient. The physician aborted the left ventricular (lv) and opted to do a dual chamber pacemaker instead. The lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental correction report was created to capture updates on f10: impact codes and h6: impact codes. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead outer insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental correction report was created to capture updates on f10: impact codes and h6: impact codes.

Event description:
It was reported that this lead was not successfully implanted due to guidewire dissected the coronary sinus of the patient. The physician aborted the left ventricular (lv) and opted to do a dual chamber pacemaker instead. The lead was never in service. No additional adverse patient effects were reported.